Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported back-up mode was confirmed in the laboratory and was due to low battery voltage. The longevity was evaluated and found to be within expected limits due to several hv charges. The device's functionality was tested and no anomaly was detected.

Event description:
It was reported that the patient received multiple appropriate shocks. The patient has a history of frequent vt/vf episodes. The device was found in backup vvi mode upon interrogation. Review of the device's image showed the device battery voltage is below eol. The device was explanted and replaced.